Event description:
It was reported that (3) devices were used during a cholecystectomy, it was reported by the affiliate that the 512sd trocars gaskets all tore when insertion of a swab ring. This caused a pneumo loss. The surgeon changed to a poliuse trocar to complete the case.